Event description:
The customer reported the lead was explanted due to dislodgement. A new competitor's lead was implanted. No adverse pt effects were reported. Location of device is unk. The lead was actively implanted for approximately 4 months.

Manufacturer narrative:
The customer reported the location of the explanted lead as unk, and a new lead from a competitor was implanted with no adverse pt effects reported. The manufacturer attempted to obtain the lead and any additional information by sending letters to the physician (on (B)(6) 2011) but was not successful. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event reference in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.